Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, it was confirmed the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of urinary tract infection and pain was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported the patient felt pain in their left buttock and hip area. The patient was also tested urinary tract infection (uti), and it came back positive. The physician treated it with antibiotics. The patient is also dealing with lymphedema bilaterally in both legs. At this time, the physician's assistant (pa) wants to turn the patient's device off to rule out if the pain in the hip is device related or not. The pa also wants an image completed of the ins as well. The patient will have a follow up in four weeks. The patient was not prescribed medication for their reported pain.

Event description:
It was reported the patient felt pain in their left buttock and hip area. The patient was also tested urinary tract infection (uti), and it came back positive. The physician treated it with antibiotics. The patient is also dealing with lymphedema bilaterally in both legs. At this time, the physician's assistant (pa) wants to turn the patient's device off to rule out if the pain in the hip is device related or not. The pa also wants an image completed of the ins as well. The patient will have a follow up in four weeks. The patient was not prescribed medication for their reported pain.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: ((B)(4).